Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex (lot no. A993675) found that the pipeline flex pusher was not returned. The pipeline flex braid was found damaged (possibly cut). It does not appear the entire pipeline flex braid was returned. Due to its damaged condition additional analysis could not be performed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. It is likely the patient¿s ¿moderate¿ vessel tortuosity contributed to the reported event. However, the root cause could not be determined. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the ophthalmic segment of the internal carotid artery with a max diameter of 4 mm and a 4 mm neck diameter. It was noted the patient's and vessel tortuosity was moderate. It was reported that the 5x14 mm pipeline was advanced into position, but during deployment, the distal segment would not open. It was noted the pipeline was not positioned in a bend, more than 50% was deployed, and resheathing was done more than two times. After resheathing and manipulating the pipeline, it was decided to remove the device from the patient. A new device was then used to successfully complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed good results. Ancillary devices include a benchmark 105, phenom plus 125, phenom 27 150, synchro 14.